Manufacturer narrative:
The cord was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, the operator¿s techniques and user handling cannot be ruled out as contributory factors to the reported event. The instruction manual warns users ¿examine this cord prior to use. Do not use if damage is found. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged.¿

Event description:
Olympus received a medwatch report that indicates during an unspecified procedure, the active cord caught fire while in the surgeon¿s hand. The fire was extinguished with sterile water and the generator unplugged. The medwatch reports that a visible hole was noted on the surgeon's gown. It is unknown if the intended procedure was completed. There was no patient /user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility and to update the device status. The user facility further reported that the cord went into flames at the conclusion of a diagnostic cystoscopy with bladder biopsy. There were no sparks observed prior to the flames. The or was not evacuated. The intended procedure was completed. In addition, prior to use the user facility performed a full visual and preventive check on unit, using the electrosurgical test equipment and found that the unit passed the functionality testing. The user facility reported that the cord had been in service for more than a year. The active cord will not be returned to olympus.